Event description:
Event description states: "port explant." Follow-up findings: the port "was explanted due to patient having pain by port. Esophagram was done. Problem first observed when patient came into office with pain. [Was replaced with a new port and repositioned.]"

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and...port site pain."